Event description:
A customer reported the screen on the glidescope core 10-inch monitor went black midway through a procedure. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
Following the reported event, the customer's clinical engineering department was unable to replicate the reported issue. The monitor and associated cable were arranged to be returned to verathon for evaluation. The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.